Event description:
Customer called lfs ion 08/2002 alleging the ot basic meter was missing segments from the display. The issue was unresolved with troubleshooting. The customer was experiencing symptoms of dizziness, trembling, and feeling terrible. Treated self with orange juice and felt better afterwards. The meter has been replaced for the customer.